Manufacturer narrative:
The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. Complaint # (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy, the physician was having difficulty visualizing the proximal marker. The marker appeared to be in the middle of the balloon. The balloon was inflating and deflating properly. There was no reported injury to the patient.

Manufacturer narrative:
The product was returned with the membrane completely unfolded with blood on the exterior of the catheter and between the catheter and the returned maquet sheath. The extender tubing was also returned. Two catheter kinks were noted approximately 46.5cm & 76.2cm from the iab tip. Visual examination confirmed that both tip & rear markers were in place per specification. The returned device was inspected and found to have the tip & rear markers in place per specification. We are unable to determine the cause of the reported problem since we cannot mimic the clinical settings or patient anatomy. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Complaint record # (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy, the physician was having difficulty visualizing the proximal marker. The marker appeared to be in the middle of the balloon. The balloon was inflating and deflating properly. There was no reported injury to the patient.